Event description:
It was reported that during a davinci si sacrocolpopexy procedure, the prograsp forceps instrument joint caught on the patient's bowel when it was used as a retractor. Patient is suspected of having incurred a bowel injury.

Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information: type of reportable event.

Manufacturer narrative:
Per the isi clinical sales representative, when the surgeon was attempting to use the wrist of the progrash forceps instrument to retract the bowel, the metal part of the prograsp forceps instrument caught on the patient's bowel and surgeon believed that the bowel could have been damaged. No repair was necessary. There were no patient complications; the patient is reported stable and recovering as planned. The prograsp forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.